Event description:
Pharmacist requests an event log review for a complaint that the pump rate changed on its own resulting in an overinfusion of insulin. At 100 units/100 ml concentration was ordered on a sliding scale dose titration, dependent on the blood glucose levels. The nurse at 2315 on (B)(6) 2011, decreased the insulin drip to 6 units/hr (from 12). At 2400 on 11/04/2011, she found the pump again infusing at 12 units/hr during her routine assessment. The pt's blood glucose was 91 and the nurse continued per protocol. The IV administration record shows a rate of 6 units/hr at 2315, 1 units/hr at 0000, 2 units/hr at 0117, 4 units/hr at 0152, 6 units/hr at 0400, and 3 units/hr at 0419. The nurse states she decreased the drip to 3 units/hr (from 6) at 0419. When she returned to the room to check her pt at 0632, she noted the insulin drip was (again) infusing at 12 units/hr. She stated another rn did "add volume" to the pump (was beeping as programmed volume had been given, but IV bag was not empty). Pt's glucose was 55 when checked, 12.5 gm d50 given and recheck glucose = 119. The pump was sequestered. Data set and pcu event log were received. Pt's weight initially reported as (B)(6), but later reported as (B)(6). Customer stated no further pt/event info is available.

Manufacturer narrative:
(B)(4). The requested log review has been completed. The customer's complaint of an overinfusion of insulin was confirmed. The suspicion of the rate having changed on its own was not confirmed. The received pcu event log indicated that the pump module was programmed to infuse at rates of 12ml/hr by the user(s) and did not inadvertently change its rate on its own. On (B)(6) 2011 at 2122, the dose was changed to 12 units/hr (12 ml/hr). At 2316, the vtbi was changed to 6, the rate was not changed to 6 as reported, but remained at 12. Over the next several hours the rate was changed as follows: 6 ml/hr at 2347, 1 ml/hr 6 seconds later, 2 ml/hr at 0117 on (B)(6), 4 ml/hr at 0154; 6 ml/hr at 0303; and 3 ml/hr at 0421. At 0439, the rate was increased by the user to 12 ml/hr. At 0520, the vtbi was changed to 12 ml. At 0620, the infusion completed. Based on the log findings it is believed that no malfunction of the device has occurred that led to the customer's reported experience. The root cause for the customer's reported experience is being attributed to user programming.